Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving gablofen (2000 mcg/ml at 659.9mcg/day) via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. It was reported the patient presented to the emergency room with new onset of seizures. The patient was just refilled last week and one of the flex doses was increased 10%. It was noted there was no environmental/external/patient factors that may have led or contributed to the issue noted. The pump was interrogated and there was no alarms seen. The pump was decreased to 500.1 mcg/day and changed to simple continuous. The issue was not resolved.